Event description:
The initial reporter received a questionable bilt3 bilirubin total gen.3 result for one patient sample tested on the cobas 6000 c501 module. The initial result was not reported outside of the laboratory. The initial result was lower than expected which prompted a rerun of the sample. The initial result was 5.232 mg/dl. The first repeat result was 16.955 mg/dl. The second repeat result was 17.493 mg/dl. The reagent lot number is 62227801 with an expiration date of 30-sep-2023.

Manufacturer narrative:
The investigation excluded reagent issues. The field service engineer (fse) checked the fluidics and alignment. He did not find any issues. The fse verified that the module was performing within specifications. The cause of the event could not be determined.